Event description:
Healthcare professional reported deflation. The device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right implant was deflated and the source of the deflation is the valve. Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Later healthcare professional also reported "right implant was deflated and the source of the deflation is the valve", "glandular ptosis" and "valve leak". Device has been explanted replaced and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, h6.